Event description:
Draeger medical system has received info from a customer that while using our gamma xl pt monitor a device reset occurred, resulting in the loss of gas waveforms values while the monitor was being used on anaesthetized pt. No pt injury was reported. The customer has removed the device from service. (B)(4).